Event description:
It was reported that the user experienced a severe high blood glucose event associated with an extended site change period of approximately three hours while using the ilet bionic pancreas, and the cause of the hyperglycemia remained unclear. Symptoms included hyperglycemia without reported diagnosis of diabetic ketoacidosis. Outcomes included no hospitalization reported. Investigation included internal case review and outreach to obtain additional event details. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no specific device component issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.